Event description:
During a pci, a cypher had difficulty tracking through a previously implanted stent. When removing the stent, there was difficulty withdrawing the stent into the guide catheter. When the sds was removed, it was found that a piece of a previously implanted stent was stuck top to the cypher with was attempting to be delivered. In 2008, a pci was conducted to treat from lmt to the middle of mid lad. Two cyphers (3.5/23 mm and 3.0/33 mm) were implanted at the target lesion. Post-dilation was conducted with 2 balloons (2.25 mm: sprinter legend) and (3.5 mm: sds balloon) by kissing balloon technique. The procedure was safely finished. There was no more information regarding the procedure. In early 2009, a pci was conducted to treat distal end of mid lad. The patient was a female. The lesion was a de novo, moderately calcified, moderately flexed and moderately tortuous. There was 90% stenosis. Brachial approach was chosen for the procedure. A guide catheter (gc) (launcher 6fr jl3.5sh) was engaged and a guidewire (gw) (runthrough ns) crossed the target lesion, and ivus was conducted. A cypher (3.0/33 mm) was delivered to the target lesion by direct stenting, but the stent became caught at the distal edge of the previously implanted cypher (3.0/33 mm) in the middle of the mid lad. So the delivered cypher didn't cross the target lesion. The physician removed the cypher and while removing the sds, physician felt resistance at the lmt and the stent couldn't be withdrawn into the tip of the gc. The physician suspected the stent to be flared and so, he removed the entire system as one unit. When the stent was removed at the brachial artery, physician found a metal-like material to be attached around the delivering cypher stent. Therefore, he inserted a snare to remove the stent, but it failed. Finally, he withdrew the sds forcibly into the sheath. The physician checked the cypher and found that there was a different stent sticking together with the stent which was being delivered. Ivus was conducted and physician found that the part of the stent (3.5/23 mm), which was implanted in 2008 at the proximal end from ostium of lcx to lmt, to be missing. To finish the procedure, poba was conducted with a balloon (3.0/20 mm: lacrosse) at mid lad and a new cypher (3.0/33 mm) was implanted at the distal end of the mid lad without a problem. A bms was implanted at the lmt that was missing the stent portion. The procedure was safely finished. The product will be returned.

Manufacturer narrative:
This is one of two products involved with the reported event. The associated manufacturer report number is 9616099-2009-00099. The device has been received but product analysis has not been completed as noted. Additional information will be submitted within 30 days of receipt.